Event description:
The patient reported feeling dizzy while exercising and had a heart rate of 140 beats per minute (bpm) and the device did not override and stayed at 100 (bpm). Follow up was attempted to determine if the patient symptoms were related to device function, but attempts were unsuccessful as the patient has not been seen by the physician. Records indicate that the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.